Event description:
(B)(4). The provider statest he chair was veering to the right side. He states they took the motor off and noticed inside the motor little grommets that came apart and the motor was hot to the touch. The provider states the chair is owned by a consumer and was with the consumer when the issue first occured. No injuries noted and the provider will check for a bill of sale to obtain warranty information (B)(4).